Event description:
It was reported that during an eval conducted by a MFR field service tech, thermal damage was discovered on the docking station power cord connector. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection revealed burn marks on the power cord connector. The service tech determined that water from a floor utility sink contacted the power module that the power cord connects with, causing an electrical shortage and thermal damage to the cord connector. The power cord and power module were replaced, and the docking station was returned to use.